Manufacturer narrative:
Concomitant medical products: (2)10cc prefilled saline flush; PICC; swab cap; therapy date: (B)(6) 2017. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported the nurse was assessing the patient PICC line it noted that the dressing was wet from the patient sweat and the line was positioned out 5-6 cm. However had good blood return. After flushing the port with a 10cc syringe, the nurse disconnected the syringe from the maxzero cap when fluid splashed back spraying the nurse in the face and neck. The nurse was wearing glasses, which protected her from getting in contact with any fluid in her eyes. There was no report of patient harm. The nurse stated because of the position of the PICC line prior to the event, the line was removed. It was reported that the maxzero cap was in use for a day and had a swab cap attached. The protocol for dry time is 15-30 sec. The event occurred in inpatient medical surgical unit.

Manufacturer narrative:
The customer¿s report of a splash back when removing a flush syringe from the maxzero valve was neither confirmed nor replicated. Microscopic exam of the valve showed no cracks or other anomalies. The valve functioned effectively throughout testing with no splashing or leaking. The root cause was not determined.